Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer reset the pump with assistance from technical support, and successfully started their sensor session without encountering the error again.